Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."

Event description:
Company representative reported on behalf of a health professional a 'suspected leaking band." The product remains implanted. Additional information provided by the health professional noted the suspected leak was found during a "scheduled band evaluation appt. With confirmed placement of needle in port demonstrated no change in restriction of band with added saline."